Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x port isp implantable port, chronoflex single lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the x port isp implantable port, chronoflex single lumen, kit, 6f are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records will be performed. However, the return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the x port isp m.r.I. On (B)(6) 2026, post procedure, it was noted that the catheter connected to the implantable port had split. There was no reported patient injury.